Event description:
It was reported occlusion alarms occurred that were not resolved and kept happening. The customers blood glucose level was over 400 mg/dl. Tandem technical support arranged a replacement pump. The customer continued to use the pump for insulin therapy and has a back-up plan if necessary.